Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she is experiencing skin irritation due to the sensor. The customer sought medical assistance due to the irritation. Later, a nurse called to find out the composition of the introducer needle. It was stated that the customer's irritation appeared to be from the introducer needle itself. Nothing further was reported.